Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/embedded within the right cornu and proximal right fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil'), fallopian tube perforation ('left essure coil potentially had perforated through the fallopian tube'), vaginal haemorrhage ('abnormal bleeding((vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, multigravida and parity 5. Concurrent conditions included grand mal seizure, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/clots"), pelvic pain ("pain/pelvic pain"), cystitis ("infection (bladder urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and migraine ("migraines / headaches"). The patient was treated with lamotrigine (lamictal), levetiracetam (keppra) and surgery (ablation, total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy -left ovary and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left and right tubes: 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Left essure coil potentially had perforated through the fallopian tube. As per mr result 1. Essure coils are visualized within the fallopian tubes bilaterally. 2. The right fallopian tube appears occluded. There is no peroneal spillage on the right. 3. The left fallopian tube appears patent. Peritoneal spillage is noted on the left. The essure coil is visualized within the left fallopian tube. Clinical correlation and follow up is recommended.. Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube, left, excision: fallopian tube with hemorrhage and congestion in the surrounding soft tissue. No significant histopathologic alteration¿s. Essure coli (gross examination only). B, uterus, cervix, right fallopian tube, hysterectomy: leiomyoma, no necrosis, nuclear atypia or atypical mitosis. Scant endometrium in proliferative phase; no hyperplasia or atypia. Chronic active cervicitis with squamous metaplasia and nabothian cysts negative for dysplasia. Fallopian tube with hemorrhage and congestion in the surrounding soft tissue; no significant histopathologic alterations. Essure coil (gross examination only). No malignancy. C, ovary, left, excision: hemorrhagic corpus luteum cyst. No malignancy. Ultrasound scan vagina - on (B)(6) 2017: conclusions: the uterus is retroverted and heterogeneous. There is a right lateral fibroid measuring 1 x 0.9 x 1 cm. Cervix is normal. The endometrial thickness measures 0.41 cm. The left ovary appears unremarkable. The right ovary contains a simple cyst measuring 3.1 x 2.5 x 2.4 cm.; on (B)(6) 2018: conclusions: the uterus is retroverted and heterogeneous. Small subserosal fibroid seen in fundus measuring 0.87 x 0.84 x 0.75 cm. The right ovary contains a complex cyst measuring 2.0 x 1.9 x 1.8 cm. The left ovary appears unremarkable. Small fluid collections seen in endometrium area 1.7 x 0.64 x 1.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/embedded within the right cornu and proximal right fallopian tube is a silver colored metallic malleable coiled wire consistent with an essure coil'), fallopian tube perforation ('left essure coil potentially had perforated through the fallopian tube'), vaginal haemorrhage ('abnormal bleeding((vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, multigravida and parity 5. Concurrent conditions included grand mal seizure, dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/clots"), pelvic pain ("pain/pelvic pain"), cystitis ("infection (bladder urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and migraine ("migraines / headaches"). The patient was treated with lamotrigine (lamictal), levetiracetam (keppra) and surgery (ablation, total hysterectomy (uterus and cervix removed) unilateral salpingo-oophorectomy -left ovary and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left and right tubes: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Left essure coil potentially had perforated through the fallopian tube. As per mr result 1. Essure coils are visualized within the fallopian tubes bilaterally. 2. The right fallopian tube appears occluded. There is no peroneal spillage on the right. 3. The left fallopian tube appears patent. Peritoneal spillage is noted on the left. The essure coil is visualized within the left fallopian tube. Clinical correlation and follow up is recommended. Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube, left, excision: fallopian tube with hemorrhage and congestion in the surrounding soft tissue. No significant histopathologic alteration¿s. Essure coli (gross examination only). B, uterus, cervix, right fallopian tube, hysterectomy: leiomyoma, no necrosis, nuclear atypia or atypical mitosis. Scant endometrium in proliferative phase; no hyperplasia or atypia. Chronic active cervicitis with squamous metaplasia and nabothian cysts negative for dysplasia. Fallopian tube with hemorrhage and congestion in the surrounding soft tissue; no significant histopathologic alterations. Essure coil (gross examination only). No malignancy. C, ovary, left, excision: hemorrhagic corpus luteum cyst. No malignancy. Ultrasound scan vagina - on (B)(6) 2017: conclusions: the uterus is retroverted and heterogeneous. There is a right lateral fibroid measuring 1 x 0.9 x 1 cm. Cervix is normal. The endometrial thickness measures 0.41 cm. The left ovary appears unremarkable. The right ovary contains a simple cyst measuring 3.1 x 2.5 x 2.4 cm.; on (B)(6) 2018: conclusions: the uterus is retroverted and heterogeneous. Small subserosal fibroid seen in fundus measuring 0.87 x 0.84 x 0.75 cm. The right ovary contains a complex cyst measuring 2.0 x 1.9 x 1.8 cm. The left ovary appears unremarkable. Small fluid collections seen in endometrium area 1.7 x 0.64 x 1.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('left essure coil potentially had perforated through the fallopian tube') and genital haemorrhage ('abnormal bleeding (general)/heavy bleeding/clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand mal seizure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding((vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with lamotrigine (lamictal), levetiracetam (keppra) and surgery (total hysterectomy (uterus and cervix removed) unilateral salpingo-oopherectomy -left ovary). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue had not resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: unilateral occlusion (right tube occluded). Left essure coil potentially had perforated through the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Essure indication updated. Essure explant date added. Previously reported ¿injury¿ was updated to pain/pelvic pain. Events- perforation (uterus), left essure coil potentially had perforated through the fallopian tube, abnormal bleeding (general)/heavy bleeding/clots, abnormal bleeding((vaginal), menorrhagia, infection (bladder urinary tract/vaginal) type, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue were added. Medical history, lab data and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.